Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Additional information requested but unavailable: was there any other issue noted with staple line or staple formation other than bleeding? How much blood was lost (ml)? Did the patient require a transfusion? What color cartridge was being used? Was there any patient consequence or change in post-operative care as a result of the event? The ec60a device was received for analysis with no visual non-conformances and with an ecr60g cartridge loaded on the device. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. Upon evaluation, the reload was noted to have the deck and alignment stop tabs damaged. It is possible that the tabs were damaged due to an improper loading technique. Please note that to insert a new reload, slide it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. The device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during a gastric resection procedure, on the first use the device has stapled the stomach but did not cut. There was an important bleeding that has been controlled. A ple60a was used to complete the case.